Event description:
It was reported while using the bd nexiva¿ closed IV catheter system the needle went through the catheter. The following was received from the initial reporter: customer had incident where a bedside rn was establishing a new IV & once she thought the IV was inserted & as she was pulling the needle out she noticed what is seen in the photo attached. This led to the patient being stuck at two different sites, one from the needle & one from the catheter.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 12-sep-2023. H6: investigation summary: our quality engineer inspected the 1 photo and 2 unopened samples submitted for evaluation. The reported issue of needle through catheter was confirmed upon inspection of the samples and the photo. Analysis of the samples showed that there were no damages or defects present. However, a review of the photo showed the reported defect. It is important to note that blood can be seen on the samples, which shows that the sample was used. Bd was unable to determine a manufacturing related root cause since the returned unused samples did not have the reported defect, and the sample in the photo was used. It is likely the cause of the failure is related to the handling of the product during use and after opening the packaging of the product. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use. Production records were reviewed, and this batch meets our manufacturing specification requirements. H3 other text : see h10.

Event description:
It was reported while using the bd nexiva¿ closed IV catheter system the needle went through the catheter. The following was received from the initial reporter: customer had incident where a bedside rn was establishing a new IV & once she thought the IV was inserted & as she was pulling the needle out she noticed what is seen in the photo attached. This led to the patient being stuck at two different sites, one from the needle & one from the catheter.

Manufacturer narrative:
H.4. Device manufacture date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.